Event description:
It was reported that the patient' blood glucose monitor was missing some of the pixel lines on the display. The device displayed e7 (electronic error). The housing of the device was broken along the display window. No adverse event was reported. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).